Event description:
It was reported that the patient needed compatibility guidelines for an unrelated MRI. The patient then reported that she felt as though she needed to defecate all the time since implant. The patient also had cramps in her right leg the day prior to the report and wondered whether the device was up too high. The patient thought she was at 1.2 volts. Later that day it was reported that the patient intended to call her healthcare provider (hcp). The patient stated that she had a urinary tract infection (uti) and was going to the bathroom every five minutes. The patient did not believe that the uti was related to the device or therapy. Two weeks later, it was reported that the patient did not have concerns with the device or therapy. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0bab8, implanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).